Event description:
Procedure performed: laparoscopic repair of ventral hernia. Event description: medwatch number: #(B)(4). The exact event date is unknown, but it occurred sometime in (B)(6) 2019. Per the medwatch form, the approximate age of the device was 1 day and the location where the event occurred was the or of a hospital. Event title: confidential. Describe the event or problem: surgeon first used the hasson trocar from another manufacturer, but the white clip broke while he was trying to release the sleeve. Nothing broke inside the abdomen at the time. Then, the surgeon used a trocar from applied medical to complete the surgery, but when surgeon was trying to take this trocar out of the abdomen, the trocar hub came apart in five pieces, and a small white piece dropped into the abdomen. The surgeon was able to retrieve the small white piece prior to closure. Pictures of both of these trocars are available. Unfortunately, the reference number and lot numbers are not available. The original intended procedure was a laparoscopic repair of ventral hernia. The problem the user had was: device failed (e.g. Broke, couldn't get it to work, or stopped working). It is also noted that this was not a laboratory device/test and other information about the patient that may have influenced the outcome of the event is obesity. Device #2. Common device name: trocar. Manufacturer name and address: applied medical resources corporation, 22872 avenida empresa, rancho santa margarita, ca 92688. Brand name: kii balloon blunt tip system. Age of device: 1 days. Single use device: [no]. Available for evaluation: [no]. Procode: unk. Intervention: the surgeon was able to retrieve the small white piece prior to closure. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, which confirmed the complainant¿s experience of component detachment. Engineering observed that the seal subassembly and the bolster assembly had separated from the event unit. Based on the description of the event, it is likely that the reported event was caused by excessive force used during the removal of the event unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report # (B)(4).

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation. This report is to follow up on medwatch report #0300650000-2019-8013.

Event description:
Procedure performed: laparoscopic repair of ventral hernia. Event description: medwatch number: #0300650000-2019-8013. The exact event date is unknown, but it occurred sometime in may 2019. Per the medwatch form, the approximate age of the device was 1 day and the location where the event occurred was the or of a hospital. "Event title: confidential. Describe the event or problem: surgeon first used the hasson trocar from another manufacturer, but the white clip broke while he was trying to release the sleeve. Nothing broke inside the abdomen at the time. Then, the surgeon used a trocar from applied medical to complete the surgery, but when surgeon was trying to take this trocar out of the abdomen, the trocar hub came apart in five pieces, and a small white piece dropped into the abdomen. The surgeon was able to retrieve the small white piece prior to closure. Pictures of both of these trocars are available. Unfortunately, the reference number and lot numbers are not available. The original intended procedure was a laparoscopic repair of ventral hernia. The problem the user had was: device failed (e.g. Broke, couldn't get it to work, or stopped working). It is also noted that this was not a laboratory device/test and other information about the patient that may have influenced the outcome of the event is obesity." "Device #2:" common device name: trocar manufacturer name and address: applied medical resources corporation, 22872 avenida empresa, rancho santa margarita, ca 92688. Brand name: kii balloon blunt tip system. Age of device: 1 days. Single use device: [no]. Available for evaluation: [no]. Procode: unk". Intervention: "the surgeon was able to retrieve the small white piece prior to closure." Patient status: no patient injury occurred.